Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed limb ischemia. The physician decided to explant and replaced with another impella. It was reported that the patient survived explant, no further information is available.

Manufacturer narrative:
E1, e2, e3: the name and occupation of the initial reporter is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.4 revised model number andunique identifier (UDI) # as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23921. E.1 revised name prefix/title, first name, last name, facility name, address line 1 and city as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23921. E.2 revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23921. G.1 revised manufacturing site fax number as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23921. H.6 code 3221 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-23921 and was added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-23921 in accordance with updated procedures.